Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for damage to vessel during insertion was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Per the event's report there were no abnormalities of the device, or patient factors or conditions that could have contributed to this event. Bleeding at the groin typically is associated with insertion difficulty. However, the bleeding occurred hours after and there was no difficulty advancing the system despite initial venous pressure. Since there was no imaging provided a definitive root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On the same day as the procedure, only hours later in ICU, patient experienced hemorrhagic shock due to retro peritoneal bleeding from groin access. The patient needed a blood transfusion and coagulation medication. However, the patient is reported to be in stable condition. There were no abnormalities detected when inspecting the device prior to use. During the vessel access the physician encountered more venous pressure. There were no difficulties to advance the delivery system. As per physician opinion, the root cause of the event could not be stablished.